Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 185mg/dl at the time of incident. Customer stated that the insulin pump had stuck button and buttons are responding without being push. The customer states there is leaks on reservoir as well. The customer declined to trouble shoot for issues. The reservoir is being replaced and is expected to return for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir, performed pre-fill reservoir. Found transfer guard¿s needle bent at 90-degree angle. Using a new lab transfer guard. Found reservoir no leakage anomaly during filling.